Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint and failure analysis is in progress. A follow-up MDR will be submitted once the product has been evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated activation errors when using both monopolar and bipolar on the erbe. The customer attempted basic troubleshooting by switching the monopolar and bipolar cables between ports and also replacing the bipolar cable. However, the issue persisted. This issue had been previously reported to the csr by the customer after a completed procedure, but no further details were provided at that time. The tse reviewed the error logs but found no errors associated with the reported issue. The csr requested that the erbe be inspected by the local field engineer. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on and it powered on initially without errors. The procedure was completed by rewiring to covidien force triad. The date of the previous issue reported was unknown, it was the first procedure of the day. The ports were in, and instruments inserted along with the monopolar and bipolar cables plugged into the instruments and erbe. The fault was identified when the surgeon tried to use the bipolar energy on his fenestrated bipolar.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and found to have the erbe activation issues. System logs could not confirm the fault occurred in the field. Visual inspection showed the bezel in good condition. The unit functioned as expected when tested on a golden system.